Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was unresponsive. The customer can get into screen calibration but it fails. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse discussed signal path for the touchscreen and suggested swapping the user interface (ui) assembly for troubleshooting. Part number of the touch screen was provided. Philips was not authorized to evaluate or repair the device. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.